Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a routine follow-up, undersensing was observed. Vf was detected and the patient received appropriate therapy which converted the rhythm. Programming changes were made and the patient will continue to be monitored.